Manufacturer narrative:
(B)(4). The customer returned one PICC catheter for analysis. Signs-of-use in the form of adhesive residue was observed on the extension line extrusion. Visual examination revealed that the extension line had separated from the luer hub. Microscopic examination revealed that the point of separation appeared smooth and uniform, indicating that the extension line had completely detached from the luer hub. Additionally, microscopic examination of the distal opening confirmed that there was no remanence of the extension line left in the luer hub. No other defects or anomalies were observed. The inner and outer diameter of the extension line were measured and were found to be within specification. The inner diameter of the luer hub distal end measured .055", which matches the diameter of the core pin. The core pin is used during the manufacturing process to help mold the luer hub around the extension line. As the inner diameter of the luer hub is the same as the diameter of the core pin, the root cause of this defect likely occurred during the manufacturing process. Engineering was contacted to determine the root cause of this complaint issue. They confirmed that the root cause is likely due to a molding defect between the luer hub and the extension line. A device history record review did not reveal any relevant findings to suggest a manufacturing issue. The IFU provided with the kit warns the user, "do not use if package has been previously opened or damaged." The IFU also cautions, "do not apply excessive force in placing or removing catheter. Failure to do so can result in catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer complaint of a "extension line/luer hub separation in use" was confirmed through complaint investigation of the returned sample. Visual examination of the returned sample revealed that the extension line became completely dislodged from the extension line. Engineering was contacted to determine the root cause of this issue. They confirmed that this complaint issue likely occurred due to a molding defect between the luer hub and the extension line. Based on the customer description, the sample received, and the comments from engineering, it was determined that manufacturing likely caused or contributed to this event. A non-conformance request was created to further investigate this complaint issue.

Event description:
It was reported that the PICC hub came away from PICC while outpatient was sleeping at home. The patient came back to clinic to have device replaced. No harm to patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the PICC hub came away from PICC while outpatient was sleeping at home. The patient came back to clinic to have device replaced. No harm to patient.